Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the light cover glasses adhesive was worn; the optical cover glass adhesive was pitted; the distal end adhesive and insertion tube to the bending section cover (a-rubber) were lifting; the up/down angle play needed to be adjusted within specification; the air channel volume and water channel-volume blockage needed to be removed; and the water flow and water removal did not meet specification as the outlet needed to be replaced. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white contamination in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for not identified white foreign materials in air/water channel could not be determined due to no physical damage was confirmed at the air/water channel and olympus could not determine whether there was deviation from instructions for on reprocessing steps for the air/water channel by information provided by customer. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.